Event description:
Device malfunction: loss of vessel access. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a mildly calcified common femoral artery after an interventional procedure in an obese pt. Reportedly, after deployment of the locator wings, the device was retracted to position the locator wings against the anterior surface of the arterial wall; however, during advancement of the thumb advancer, high resistance was felt. The high amount of force felt resulted in vessel access to be lost. The device was removed and hemostasis was achieved using manual compression. There were no reported pt adverse effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.